Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of patient continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and a hyperglycemic event that occurred on (B)(6) 2015. Patient reported a 49% variance between the cgm and the bg meter; cgm displayed 12mmol/l and bg meter read 23mmol/l. Additionally, patient stated that he received both high and low variances between the cgm and bg meter. Patient experienced extreme drowsiness/difficulty waking up/confusion, atypical thirst, symptoms of dehydration, blurred vision, excessive urination, nausea, abdominal pain, stiff legs, lethargy, lack of concentration, vomiting and high levels of ketones. Patient used the cgm device to make treatment decision and did not consult his bg meter. Patient was hospitalized and treated with insulin via injection and intravenous fluids. Patient had his healthcare provider adjust his insulin pump settings while at the hospital and discussed the option of changing the type of insulin used in the pump. Patient was in hospital care (B)(6) 2015. At the time of contact, no further event information was provided.

Manufacturer narrative:
(B)(4). Neither the complaint device nor data was provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined. Additionally, it was reported that the patient based treatment off of the cgm values. The dexcom g4® platinum continuous glucose monitoring system user's guide states: do not use the dexcom g4 platinum system for treatment decisions, such as how much insulin you should take. The dexcom g4 platinum system does not replace a blood glucose meter. Always use the values from your blood glucose meter for treatment decisions. Blood glucose values may differ from sensor glucose readings. Using the sensor glucose readings for treatment decisions could lead to low or high blood glucose value. Diabetes mellitus is a known cause of hyperglycemia and its associated symptoms.